Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was leaving a (B)(6) store last (B)(6), and as they went through the theft detector they felt a big shock inside of them and they jumped. The patient stated that their device hadn't really worked since then; it was like sometimes it worked and then it would stop working. The patient noted that they meant it was not helping with their symptoms. The patient confirmed their ins was on because they had ¿just turned it off and was just peeing more¿. The patient stated they went to their doctor who referred them to a urologist, but they were not familiar with the device. The patient was sent healthcare provider listings and was advised to follow up with a healthcare provider. No further complications were reported.